Manufacturer narrative:
The astral device was returned to resmed. Evaluation did not confirm the reported complaint. The device will be serviced and fully tested before it is returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient involvement